Event description:
New information received noted that low pacing impedance and decreased sensing was noted on the rv lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, high capture threshold, and poor sensing. The rv lead was noted to be dislodged. A chest x-ray and fluoroscopy was performed; no anomalies were noted. The physician explanted and replaced the rv lead. The patient condition was stable.